Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappears.